Event description:
Dealer states, unit is very noisy; it rattles as if something is loose inside. Independent repair center: customer alleged noisy unit and the key failure is the compressor is noisy. Associated malfunction for this device: power switch short circuited, sound box and cabinet filters are missing.